Event description:
This is filed to report tissue damage on the anterior leaflet. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4. The first two clips were implanted with no reported issue. During grasping of the leaflets with the third clip, a perforation of the anterior leaflet was noticed near where the second clip was attached. The second clip still appeared stable. The third clip was implanted lateral to the second clip. Mr severity reduced to grade 3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported unrelated death was due to multiple comorbidities. A cause for the reported unspecified tissue injury (no treatment) could not be determined. The reported patient effects of tissue injury and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.